Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. As a precaution, donor was marked in lab as sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho care to report a false negative with one patient in manual gel method with panel cell number 6 of 0.8% resolve panel a lot# vra270 when using mts igg gel card ortho care asked customer what initiated customer to perform antibody identification panel if antibody screen was negative for cell #2 (e+)? Customer stated the patient had previous history of anti-e. Customer ran the panel because it is part of facility's protocol to run a panel on patients with previous history of an antibody. Issue started on: (B)(6) 2017; reported 3-26-2017 due to technical issue with the 4c server. Frequency: 1x. (B)(6). Ortho care asked the customer to test with an alternate lot of anti-igg gel cards, but customer did not have an alternate lot. Ortho care asked customer if red cell reagents were allowed to come to room temperature, customer reports yes. Ortho care asked customer to test screening cell #6 with an anti-e antisera. Tested screening cell #6 with ortho anti-e antisera diluted with blood bank saline with reactivity at 2+. Dilution in tube method was not provided. Ortho care discussed with the customer that the issue is potentially sample related.